Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The user facility reported to the distributor that the licox unit was inserted in a patient. Two to four days after insertion, the cc1. Sb reading went to zero. The oxygen probe was removed and tested to room air but still read zero. No patient injury was reported.